Event description:
Port a cath placement. When the guide wire as passed, fluoroscopy was used to confirm position of the guide wire and confirmed positioning was in the superior vena cava. The port was cut to appropriate length and the dilator and sheath were then passed over the guide wire. This passed with resistance and was removed. The tip of the dilator was noted to be frayed. A second set was obtained and passed more easily but on removal of the guide wire and dilator there was no venous return so the set was removed. Next, an 18 g thin-walled needle was advanced and again venous return was obtained and a guide wire was passed. Fluoroscopy confirmed positioning. The dilator and sheath were passed and these passed without resistance. The dilator and guide wire were removed and the port was positioned and the sheath peeled away. The port was placed in the pocket and fluoroscopy showed good position. At this time, the pt complained of sob, was stable but tachycardic and had good breath sounds on the left but the right was suspect. Very shortly thereafter, he developed loss of blood pressure, and oxygen sats. Code was called. Pt expired. Coroner report indicated a punctured vena cava. The introducer set was not dept after the procedure so we do not have a lot number.